Manufacturer narrative:
E1: name of the initial reporter is unknown. The investigation into the controller error/loss of opm data has been completed. The impella automated controller was returned for investigation. Long term log data and real time log data allowed the investigator to determine that the reported issues (manifested by controller alarms) is a known pattern failure caused by a temporary loss of optical placement signal. There¿s no need for repairs if the condition self-corrects. This is a low probability event and lasts only a few minutes. The cause of the issue was not determined since the issue could not be reproduced. This report is being filed as part of a retrospective review of historical records.

Event description:
The biomedical engineer reported that the automated impella controller (aic) experienced a controller error. The aic was a loaner that had a note attached indicated the controller error. No patient involvement reported.